Manufacturer narrative:
The MFR did not receive x-rays or other source documents for review. The devices have been received and the investigation has been initiated. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a metasul head 28 l 12/14 on the right side on unk date. The pt was revised on unk date due to osteolysis. The following info was stated: cr: < 0.50 mikrog/l co: 0.93 mikrog/l. Mo: 0.98 mikrog/l. In 2010, signs of loosening (osteolysis) brightening seam, little discomfort. (B)(6) 2013, revision, htep revision, stem and inlay.